Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event unable to cut.

Event description:
Note: this report pertains to the third of three captivator cold single-use snares used during the same procedure. It was reported to boston scientific corporation that a captivator cold single-use snare was used in the ascending colon during a colonoscopy procedure for polyps performed on (B)(6) 2024. During the procedure, the captivator cold single-use snare could not cut through the tissue, two other snares were used, but the same problem occurred. The procedure was completed with a non-boston scientific device. There were no patient complications reported as a result of this event.